Event description:
Healthcare professional reported a right side capsular contracture baker grade iii and hematoma. Device has been explanted.

Manufacturer narrative:
Device evaluation: "the device related to the reported event of capsular contracture, hematoma was received on mar 04, 2021 with lot number 3412088. Visual analysis of the returned device identified; fold creases, the weight the device within specification. After autoclave cycle, cloudy gel was observed. Microscopic analysis identified wear abrasion. Based on the device analysis the final assessment is: no issues found related to the manufacturing process."

Manufacturer narrative:
B5 note: physician confirmed hematoma not present.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Healthcare professional additionally reported a right side hematoma. Device has been explanted.